Event description:
It is reported that during a tfn procedure on (B)(6) 2013, surgeon was using a 6-10 mill step reamer prior to inserting the helical plate. Surgeon noticed that the stop on the reamer slipped and stopped drilling. Surgeon inserted the blades and the surgery was completed without any delay or consequence to the patient. Tech repeated the steps on the back table and set the stop at the same place. It slipped a second time on the back table. This is 1 of 1 reports for this event.

Manufacturer narrative:
A device history record review was conducted. Isimac manufactured the drill stop, part number 357.405, lot number 5736918. The suppliers certificate of compliance, dated june 09, 2008, indicates the lot was processed, conformed to specifications, and made to the correct material and hardness requirements. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot. A product development evaluation was conducted. Two drill stops were received for evaluation. On both, the inside surface of the plunger is worn and deformed. Several wear marks exist on the inside diameter. The plunger mechanism works as intended on both but the retaining surfaces are worn considerably. Both of the returned drill stops were manufactured in june 2008 and are over 4 years old. An internal corrective action was initiated to address slipping of the drill stop. Changes were made to both the groove chamfers of the stepped drill bit as well as to the drill stop in november 2011. These changes improved the overall engagement of the drill stop plunger mechanism with the grooves of the stepped drill bit. All complaints have been associated with devices manufactured prior to the design change. There have been no complaints for this condition for the new revision devices. The trochanteric fixation nail risk analysis adequately assesses the risk of this complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.